Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr, donor 1 hct: 48%, donor 2 hct: 42% . Testing results: donor 1: retention meter with masterlot strips: 4.0 inr, customer meter with customer strips: 4.3 inr. Donor 2: retention meter with masterlot strips: 2.4 inr , customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(6). At 4:42 p.m., a pipette was used to collect a sample from the patient and it was tested on the meter, resulting as 4.0 inr. At 6:42 p.m., a sample was collected from the patient and tested in the laboratory using the dade innovin method, resulting as 2.8 inr. The customer believed the 2.8 inr value to be accurate. The patient's coumadin dose was decreased by 9 % based on the meter result. The patient did not receive any other treatment. No adverse events were alleged to have occurred with the patient. The patient is currently fine. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per month. The patient had no hematocrit issues and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient was not taking any new medications, had no changes in diet, no additional illnesses, and no bleeding or bruising. The patient did not have any special or unusual diet and had no changes in normal vitamins and supplements preceding the event. The meter heater plate was contaminated with blood. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.